Event description:
Surgical revision to address cement/implant loosening of both femoral and tibial components. Cement manufacture unknown.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening without the devices to examine. The manufacturer of the cement was unknown. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.